Event description:
Related manufacturer report numbers: 2916596-2021-02556 and 2916596-2021-02557.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. The submitted log file belonged to (B)(6) which was the controller the patient exchanged to. There was no log file for the controller in question. The system controller, serial (B)(6), was not returned for analysis and was exchanged. The provided information stated that exchanging their controller resolved the no external power alarm. Additional information provided on 14jun21 stated that the power cord came loose at the wall. A root cause for the reported event was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. A review of the downloaded log file spanned approximately 10 mins ((B)(6) 2021 from 11:59 ¿ 12:09 per time stamp). The low flow alarm was active throughout the entire log file due to flow being measured at 0 lpm. The onset of the alarm was overridden by new events. This low flow incident is covered under the pump investigation in MFR. Report # 2916596-2021-02556. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient switched to the mpu from battery, the running symbol was off. There was a no external power and low flow alarm occurred at the same time. The patient was clinically stable during the event. The patient exchanged their controller and the alarms resolved, except the low flow. The patient was asymptomatic during the exchange. An echo was performed which found no pump malposition or obstruction. The low flows have continued intermittently. The plan of care was to continue with routine care. No additional information was provided.